Event description:
Additional information received from account: 1. What was done to correct the problem? Used gia 60 and 80 with 3.8 reloads 2. Was there blood loss of 500cc or more due to the product problem? Blood loss 550cc. No transfusion needed

Event description:
Procedure type: wedge resection of the lung. According to the reporter: the knife cut but the reload did not staple. Green reloads were used instead of the blue 3.8 reloads. The devices will not be returned at this time because, they want to wait until patient is released in case they need to do an internal investigation. There was patient injury and hazard because more tissue was resected than planned. There was unanticipated blood loss of more than 500cc. The amount of blood loss is not known at this time. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No reinforcement material was used. No transfusion needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).